Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker generator replacement. During the procedure, the pacemaker¿s set screws failed to release, resulting in both the right ventricular (rv) and right atrial (ra) leads becoming stuck within the device ports. Multiple attempts were made by the physician to release the set screws; however, all attempts were unsuccessful. The physician elected to cut the pacemaker header. The rv and ra leads were then capped. A new cardiac pacing system was implanted during the same procedure. The patient remained in stable condition throughout the procedure, and no adverse patient effects were reported.